Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a server shows medstation was on critical override and customer order was not selected. The technical service engineer performed datasync to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had communication issue. Medstation was in disconnected mode. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.